Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient presented to the doctor for the treatment of severe back pain. On (B)(6) 2009, the doctor performed a right side hemilaminotomy and microdiscectomy on the patient from l5-s1, during which rhbmp-2/acs was used. Post-operative visits were done with the doctor and the patient's pain did not diminish and was not helped by the surgery. Within three months of the surgery, the patient's pain was worse than ever before. The doctor's response was to recommend more surgeries. Doctor performed an axial lumbar interbody fusion on the patient from l5-s1, during which rhbmp-2/acs was used. Following this second surgery, the patient's leg pain, which had been located solely in her legs, moved to her lower back and was constant. Post-operative follow-up visits at (B)(6) were continued, and the doctor recommended more surgery.